Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2018-02136. It was reported the scs system was not providing adequate pain relief for the patient's pain. Reportedly, the patient underwent a successful trial procedure and will consider having the current leads replaced. Additional surgical intervention may be pending.